Event description:
Philips received a complaint by the customer on the v60 indicating during set up of the device it was observed that the device has a touchscreen malfunction. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Biomed performed touchscreen calibration but does not pass, no impact damage noted, requests onsite service. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed that the touchscreen is not responding. The fse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.